Manufacturer narrative:
On december 17, 2021, mentor became aware of the following: 1. Date of implant was (B)(6) 2005. Fields d6a have been correctly updated on this form. 2. Right side serial number was provided as (B)(6). However, it is not recognizable in the system. If additional information is received, supplemental report will be submitted. Since unrecognized lot number was provided, no manufacturing record evaluation review could be performed. This supplemental medwatch report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient with unknown age and race underwent unspecified breast surgery with a unknown size unknown saline implant and was presented with unknown side implant deflation. On november 22, 2021, mentor became aware that a 35-year-old caucasian female patient underwent breast breast surgery with unknown size unknown saline implants on both sides and experienced right side deflation, bilateral capsular contracture; baker grade ii, and bilateral skin reaction. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This supplemental medwatch report is for the patient¿s right-sided device.

Manufacturer narrative:
On november 22, 2021, mentor became aware of the following and corresponding fields have been updated on this form. - please see field b5 for updated event description as patient experienced bilateral complications - patient's date of birth, age, race, and ethnicity have been updated under section a - date of implant has been updated to (B)(6) 2005 - clinical codes capsular contracture and skin inflammation/ irritation have been added to field h6. - impact code serious injury/ illness/ impairment has been added to field h6. Left side device lot number was provided as 11479711/2568331. However, it is not recognizable in the system. If additional information is received, supplemental report will be submitted. This supplemental medwatch report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: as of now there is no information regarding the explant or reoperation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient with unknown age and race underwent unspecified breast surgery with a unknown size unknown saline implant and was presented with unknown side implant deflation. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.